Event description:
It was reported that the ilet pause timer selection screen became progressively unresponsive to touch, affecting the user's ability to adjust pause duration, while other screens functioned normally, consistent with a touchscreen key/button unresponsive issue on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the pause timer interface that presented as unresponsive touchscreen input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user reported the screen was clean and hands were dry, and the function eventually responded.